Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: protruding into pelvis/malposition of device: pushing out of fallopian tube"), abdominal pain ("severe abdominal pain/pain: abdomen"), autoimmune disorder ("auto-immune disorder") and immune thrombocytopenic purpura ("idiopathic thrombocytopenic purpura") in a 35-year-old female patient who had essure (batch no. B27986) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera) for birth control. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 2 months 14 days after insertion of essure, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse"), migraine ("migraine headaches"), rash maculo-papular ("red swollen patches"), headache ("headaches"), fatigue ("fatigue"), weight abnormal ("weight gain/loss: unspecified") and alopecia ("alopecia"). On (B)(6) 2014, the patient experienced immune thrombocytopenic purpura (seriousness criterion medically significant), menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On 5-nov-2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain") and pelvic pain ("pain: pelvis"). The patient was treated with surgery (hysterectomy (full) to the remove essure devices) and surgery (hysterectomy (full) to the remove essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, immune thrombocytopenic purpura, rash maculo-papular, urinary tract disorder, headache, allergy to metals, fatigue, weight abnormal and alopecia outcome was unknown, the abdominal pain, autoimmune disorder, dysmenorrhoea, menorrhagia, dyspareunia, migraine, vaginal haemorrhage and bladder disorder had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, immune thrombocytopenic purpura, menorrhagia, migraine, pelvic pain, rash maculo-papular, urinary tract disorder, vaginal haemorrhage and weight abnormal to be related to essure. The reporter commented: sometime in early 2014, she had medical treatment regarding the aforementioned symptoms. She has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: fallopian tubes bilaterally occluded x-ray - on (B)(6) 2015: essure pushing out of fallopian tube. Most recent follow-up information incorporated above includes: on 5-jul-2018: reporter information was updated. This case concerns 35 year old patient. Lab data was added. Essure insertion and removal date was updated. Essure lot number was added. Essure indication was amended. Her concomitant medication was added. Per plaintiff fact sheet: event: migration of essure device location of device: protruding into pelvis/malposition of device: pushing out of fallopian tube; abnormal bleeding (menorrhagia), red swollen patches), bladder or urinary problems or changes, red swollen patches, idiopathic thrombocytopenic purpura, nickel allergy, fatigue, weight gain/loss: unspecified, alopecia and pain: pelvis were added. She had recovered from abnormal bleeding; pain: abdomen/pelvis and bladder issues. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: protruding into pelvis/malposition of device: pushing out of fallopian tube"), abdominal pain ("severe abdominal pain/pain: abdomen"), autoimmune disorder ("auto-immune disorder") and immune thrombocytopenic purpura ("idiopathic thrombocytopenic purpura") in a 35-year-old female patient who had essure (batch no. B27986) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as butalbital since 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 2 months 14 days after insertion of essure, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse"), migraine ("migraine headaches"), rash maculo-papular ("red swollen patches"), headache ("headaches"), fatigue ("fatigue"), weight fluctuation ("weight gain/loss: unspecified"), alopecia ("alopecia") and pelvic pain ("pain: pelvis / pain"). On (B)(6) 2014, the patient experienced immune thrombocytopenic purpura (seriousness criterion medically significant), menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and dysmenorrhoea ("severe menstrual pain"). The patient was treated with surgery ((B)(6) 2016 ¿ total vaginal hysterectomy anterior and posterior vaginal repair.) And surgery (hysterectomy (full) to the remove essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, immune thrombocytopenic purpura, rash maculo-papular, urinary tract disorder, headache, allergy to metals, fatigue, weight fluctuation and alopecia outcome was unknown, the abdominal pain, autoimmune disorder, dysmenorrhoea, menorrhagia, dyspareunia, migraine, vaginal haemorrhage and bladder disorder had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, immune thrombocytopenic purpura, menorrhagia, migraine, pelvic pain, rash maculo-papular, urinary tract disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: sometime in early 2014, she had medical treatment regarding the aforementioned symptoms. She has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: fallopian tubes bilaterally occluded. X-ray - on (B)(6) 2015: essure pushing out of fallopian tube. (B)(6) 2013: hysterosalpingogram: correct position bilateral microtubal implants. Current weight: 123 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and autoimmune disorder ("auto-immune disorder") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), dyspareunia ("painful intercourse") and migraine ("migraine headaches"). The patient was treated with surgery (hysterectomy to the remove essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, autoimmune disorder, dysmenorrhoea, menorrhagia, dyspareunia and migraine had resolved. The reporter considered abdominal pain, autoimmune disorder, dysmenorrhoea, dyspareunia, menorrhagia and migraine to be related to essure. The reporter commented: sometime in (B)(6) 2014, she had medical treatment regarding the aforementioned symptoms. She has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: fallopian tubes bilaterally occluded incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.